Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flow of the water supply was weaker due to a clogged water filter. The water filter turned dark and yellowish, which may be related to poor water quality. However, the definitive root cause of the water issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance. 7.2 replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. Note: using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was repaired on site by an olympus field service engineer, and foreign objects were found in the reprocessing basin. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoscope reprocessor, the filter element of the scrubber was blocked, and the water flow was slow. The issue was found during maintenance, and the procedure was completed with the same device. There was no patient harm associated with the event. The device was repaired on site by an olympus field service engineer, and foreign objects were found in the reprocessing basin. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.